Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was dropping quickly, and the patient also stated that this device has been losing six months of battery life every month. Boston scientific technical services (ts) reviewed the new estimated longevity of seven years and explained that power consumption decreased by a little more than half with new outputs. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was dropping quickly, and the patient also stated that this device has been losing six months of battery life every month. Boston scientific technical services (ts) reviewed the new estimated longevity of seven years and explained that power consumption decreased by a little more than half with new outputs. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of gas gauge/longevity not as expected and premature discharge of battery. The device case was opened, and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. Further, cause not established was selected because analysis of device data found higher than expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was dropping quickly, and the patient also stated that this device has been losing six months of battery life every month. Boston scientific technical services (ts) reviewed the new estimated longevity of seven years and explained that power consumption decreased by a little more than half with new outputs. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.